Event description:
The event occurred in france. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure could lead to the pump stop; therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the french market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)# (B)(4), primary di number has been used for rotaflow with catalog number 701043293. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console during maintenance. No patient was involved. No harm to any person has been reported. The reported failure ¿eeprom¿ could lead to the pump stop therefore, a report is required. A getinge service technician investigated the rotaflow console with s/n (B)(6) and the "rfc control board kit" (part#701034051) has been replaced. After the replacement the device is working as intended. The ¿eeprom error¿ is always caused by damaged control board. A similar complaint was investigated for the reported failure "eeprom error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Following causes could cause a read-/write-error in eeprom block ic9 on the control board: - exceedance of age or write cycles. - temperature above or below the specified temperature range. - disturbance in the data or address lanes (e.g. By emi or malfunction of other connected components) - statistical failure. Based on these investigation results the reported failure "eeprom error" could be confirmed. The review of the non-conformities was performed on (B)(6) 2025 and during the period of 2016-01-30 to 2025-01-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2016. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.